Event description:
On (B)(4) 2013 clinic notes dated (B)(6) 2013 were received which indicated that the battery of the vns system is currently ¿not in operation¿. It was reported that the patient¿s vns was going to be replaced in the attempt to get better control of his epilepsy with the vns. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. A battery life calculation was performed which resulted in -6.85 years remaining until neos condition. Attempts for further information have been made but no additional information has been received to date.

Manufacturer narrative:
.